Manufacturer narrative:
Driver lot # 488010 has the blade lock installed upside-down and the spring plunger is missing. Further evaluation found the portion of the drive shaft directly about the female hex geometry had completely sheared and therefore could not transmit any torque to the head of the driver. The most likely cause is excessive force causing the shaft to shear and incorrect re-assembly at the hospital that lost the plunger spring and the installed the blade lock upside-down. There are no signs of manufacturing defects. Supplemental report one of two for the same event, reference report 0001032347-2017-00210-1.

Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00210-2.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference report 0001032347-2017-00210.

Event description:
It was reported the internal gear in two drivers broke during a rib fracture case. A back up driver was used to complete the surgery; there was no delay or injury to the patient.